Event description:
The customer reported the foot pedal remained stuck during fluoroscopy and the system produced un-commanded x-rays during a procedure with pt involvement; therefore, this malfunction resulted in an aro. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The foot pedal was replaced during the service call. The system was tested, found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.